Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) as well as the audio button is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok keypad symbol was worn off. During the evaluation, the audio, contrast and ok buttons responded to button presses as expected. The up arrow and ok keypad buttons were intermittently responsive. The up arrow, down arrow and ok keypad buttons were found to spring back and click back normally. The contrast button did not spring back or click back normally; the bolus button does not affect insulin delivery function. There was evidence of keypad contamination found under the contrast key contacts. The reported unresponsive issue with the bolus button was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.